Manufacturer narrative:
(B)(4). The customer reported condition was confirmed during device evaluation as failure code 38. The force sensing resistors (fsrs) were found to be damaged. The fsrs were replaced to resolve the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that did not work. Upon further investigation, the reported condition was confirmed as failure code 28 during service evaluation. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported event. No additional information is available at this time.